Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. The customer reports the hospital discarded the head of the screw, therefore, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported during a surgery performed on (B)(6) 2015, a screw was inserted two-thirds when it broke. The tip of the screw remained in the patient's bone, the customer reports a revision surgery is scheduled to remove the tip of the screw. The date of the revision surgery has not been provided at this time.